Event description:
Since 1 year post-procedure, the patient has been complaining of left chest pain. After walking 100m, the patient is short of breath. Patient has been suffering from left shoulder pain since 2001. The patient was hospitalized for two weeks in 2008. Patient was in general good condition, no dyspnea or edema. An angiography showed that the left main was normal. There was a 70-89% in-stent stenosis in the proximal lad "in reach of" the previously implanted stent is the lad was dilated and treated with a taxus stent. This report is from the study. The patient was a male with a history of hyperlipidemia, hypertension, diabetes, and smoking. In 2001, the patient had 2 cypher 3 x 18mm stents implanted in the mid lad. The target lesion was 3mm in diameter and 25mm in length. There was 90% stenosis and timi flow of 3. Calcification and tortuosity were moderate. The lesion was pre-dilated. Both stents were deployed at 14atm and they were overlapping. Final stenosis was 10% and timi flow was 3. The pt was discharged the following day.

Manufacturer narrative:
Two products with the same catalog and lot numbers are represented. This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. A device history report review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. Restenosis is a known potential adverse event associated with coronary stenting. Smoking and diabetes are risk factors that increase the potential for an adverse event. Review of the available info suggests that patient factors and/or vessel/lesion (lesion length, calcification and tortuosity) characteristics may have contributed to the event.